Manufacturer narrative:
This event occurred in (B)(6). Medwatch (B)(6).

Event description:
The customer reported that they received erroneous results for four samples from the same patient tested for troponin t hs (high sensitive) stat (short turn around time) - tnths stat on an e601 analyzer. The erroneous results were reported outside of the laboratory. The customer called the tnths stat results into question because there was no problem found during a cardiac evaluation of the patient and when the patient was tested for troponin I, negative results were obtained. Testing with the troponin I assay was requested by the cardiologist. A heart scan was performed on the patient and showed no abnormalities. (B)(6). The patient was not adversely affected. The e601 analyzer serial number was (B)(4). Three samples from the patient were provided for investigation. Investigations of these samples were able to confirm the customer's results.

Manufacturer narrative:
Further investigations of the patient sample determined that it contained an interferent to the tnths stat reagent. The interference is caused by a high molecular weight compound, presumably igg. This type of interference is covered in product labeling.